Manufacturer narrative:
G4 correction: the aware date for the report is july 20, 2020 (previously submitted as july 21, 2020).

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from january 06, 2020 - january 07, 2020. H10: two (2) actual samples were received for evaluation. Unaided visual inspection was performed which observed a dark particulate matter on the inside barrel of both samples. The reported condition was verified. The cause of the condition was not determined; however the most likely cause was due to the packaging process. A functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of rapidfill connectors contained particulate matter (dark) ¿that did not appear embedded¿. This was identified during inspection prior to use. There was no patient involvement. No additional information is available.